Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal side with struts overlapping and bunched for a distance of 4mm in a proximal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through the guide catheter. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06247. Reportable based on device analysis completed on 27jul2016. It was reported that advancing difficulties were encountered. The target lesion was located in the coronary artery. After a guidezilla guide extension catheter was advanced, a 3.50 x 20 synergy stent was advanced for treatment. However, it was noted that the synergy stent became stuck with the guidezilla guide extension catheter. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's condition was good. However, device analysis revealed stent damaged.